Manufacturer narrative:
Additional information: based on limited available information, a device malfunction might be considered. However, to determine an exact root cause a device investigation of the explanted device is necessary. Despite requested, neither the device nor further information has been received. Therefore, the root cause for explantation could not be determined. If the device or additional information is received in the future, the case will be re-opened and further investigated.

Event description:
The user has been re-implanted. Despite requested, neither additional information nor the explanted device could be retrieved.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
As per new information received, in situ measurements taken prior to explantation were indicative of a device malfunction. The user has been re-implanted.